Event description:
It was reported a loss of integration due to a peri implantitis around teeth 23 and 24.implants were removed and no other implants were placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product and therapy dates tsvmb10, imp,tsv,mcol mg,3.7mm,10m, lot number: 63078481. G4: premarket identification k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.